Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head returned with all bands attached without the shrink wrap. Additionally, the handle did not have marks of trip wire secured. The ligator head was observed under magnification, and the ligator head teeth and the suture hole were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head returned without the shrink wrap and with all bands attached. Additionally, the handle did not have marks of trip wire secured. This suggests that the device could not deploy the bands. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." Additionally, based on the information that the ligator shrink wrap was removed at the beginning of setup; however, the IFU states "removal of the ligator shrink wrap is done at the end of the setup." This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During the procedure, the bands did not deploy off of the ligator. The procedure was not completed due to this event, and it was rescheduled. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: it was reported that the ligator shrink wrap was removed at the beginning of setup; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During the procedure, the bands did not deploy off of the ligator. The procedure was not completed due to this event, and it was rescheduled. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: it was reported that the ligator shrink wrap was removed at the beginning of setup; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."